Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(6) - supplemental MDR - sterility questioned. One sample was provided to the quality team for investigation. The sample included all required product information but had a 2-inch open seal with grid on the long side, compromising the sterility of the syringe. This condition does not meet product specifications. The likely root cause of the unsealed package defect is related to the packaging process. Furthermore, a device history record (DHR) review was completed for the provided lot number 5177721. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints for this device and condition will continue to be tracked and trended. Data will be included in monthly trend reports and reviewed regularly by the business team to identify emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll had a sterility issue. The following information was provided by the initial reporter: material#: 309695. Batch#: 5177721. Verbatim: rcc received a complaint via email. We have a product concern for 309695 10ml control syringe, lot# 5177721. Packaging is coming apart at the seam. Sterility is compromised. Additional info received on 31-0ct: this happened on (B)(6) 2025. I do not have an image of the product coming apart at the seam but I do have a sample. We have had several occurrences of this nature with this syringe.